Manufacturer narrative:
(B)(4). Medical devices: guide wire: balance middleweight universal ii, balloon dilatation catheter: 2.75x12mm nc traveler. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified mid left anterior descending artery. Pre-dilatation was performed with a 2.0 x 12 mm traveler balloon dilatation catheter (bdc), and a 2.75 x 38 mm xience prime stent was deployed at 10 atmospheres (atms). Post-dilatation was then performed with a 2.75 x 12 mm nc traveler bdc at 18 atms. However, a proximal edge dissection was noted afterwards; therefore, a 2.75 x 23 mm xience prime stent was implanted to treat the dissection. There was no adverse patient sequela reported. No additional information was provided.